Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No disposable alarm was found in event history log. Reported problem was able to be duplicated during test. When the pump was operated with a cassette attached, the error message "no disposable, pump wont run" appeared on the screen. The root cause of the reported issue was found to be the patient. Actions were taken to mitigate the reported issue: the distribution system operators flex has been reattached. D4: UDI information is unknown.

Event description:
It was reported that the device was dropped and will not infuse. No patient injury was reported.